Manufacturer narrative:
(B)(6). Date device bent is not known. Date of implant is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4) -no code available used to capture required intervention. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of one (1) 4.5mm variable angle locking compression plate (va-lcp) curved condylar plate, six (6) locking screws and two (2) non-locking screws on (B)(6) 2018 due to a bent plate. The entire construct revised was implanted on an unknown date. Subsequently, due to the patient being non-compliant, the plate bent but did not break. Surgeon revised the patient to an unknown plate and screws construct. The revision surgery was completed successfully. Patient condition after the surgery is unknown. Concomitant devices reported: locking screws (part number unknown, lot number unknown, quantity 6); non-locking screws (part number unknown, lot number unknown, quantity 2). This report is for one (1) 4.5mm va-lcp curved condylar plate. This is report 1 of 1 for (B)(4).